Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the rate/sense channel causing inhibition of pacing in a pacemaker dependant patient technical services reviewed the egrams, which appeared to demonstrate diaphragmatic oversesing. The noise could be reproduced.